Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 18, 2018 that an accumax 200 laser fiber was used during a ureteral stone procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation and outside the patient, a light was seen leaking near the fiber glass tip. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
One accumax 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. There was no damage along the body of the fiber and to the fiber face within the sma connector. Functional examination revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam exiting the distal tip was bright, clear and round with effective transmission of 106.2% relative to the calibration fiber. The condition of the returned device does not confirm the event. Therefore, based on all gathered information, the reported issue was unable to be confirmed.   A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accumax 200 laser fiber was used during a ureteral stone procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation and outside the patient, a light was seen leaking near the fiber glass tip. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.